Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Additional information received through follow up indicated that the device was replaced due to elective replacment indicator (eri).

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage, it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device, there is no way to determine why it did not meet its expected longevity calculation.

Event description:
The device tested out of specification during manufacturer's analysis. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.